Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported a leak at the red blood cell (rbc) bath of the lh750 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found that the yellow stripe tubing between the rbc bath and the rbc pump was disconnected from the fitting. Fse reattached the tubing and verified the repairs per established procedures.